Event description:
The customer reported that the device exhibited an error message. Further info was received from the field service engineer indicating that the error resulted in a system lock up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage supply regulator (hvsr) assembly was evaluated and replaced. The system was tested, found to be working as intended and returned to service.